Event description:
Report involves two scopes. Scope number one: report received from md who stated that scope image was dark. (Video processor-no image/scope cuts out). Scope number two: endoscopic image with poor image quality. Please note that date returned to manufacturer is taken from the repair quotation paperwork by pentax.